Manufacturer narrative:
Device failure is suspected.

Event description:
Reporter indicated that a patient underwent lead and generator revision surgery due to high lead impedance. The patient was also experiencing erratic stimulation and dyspnea prior to the revision surgery; the vns was disabled prior to the revision surgery. High lead impedance has been occurring since 2005. Vns diagnostics for the original implant surgery are unknown; all attempts to the implanting surgeon have been unsuccessful to date. The explanted lead and generator are currently in product analysis.